Manufacturer narrative:
Concomitant product: ddbb1d4 ICD, implanted: (B)(6) 2014. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since last session sensing integrity counts went up to 67 (within 19 hours). Rv lead impedance was 190 ohms on (B)(6) 2016. Rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-non sustained episodes <(><<)>220 milliseconds on (B)(6) 2016. Rv lead impedance has been varying between 513 ohms on (B)(6) 2016 and 190 ohms on (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) triggered due to low impedance on the right ventricular (rv) lead. In addition, a drop in impedance and high sensing integrity counter (sic) was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.